Event description:
Reportedly, the pilot balloon was found to be missing off of air insertion line. Note: per report, the trach had been in patient use a number of days and pilot balloon present and funtional up until the day it was discovered.